Manufacturer narrative:
Explant due to endocarditis or structural valve deterioration (svd) were reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history was not known. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, an unknown size epic plus valve was implanted in the patient. On (B)(6) 2024, the valve was explanted due to endocarditis or structural valve deterioration (svd). The valve was explanted and new valve was implanted. The patient was reported recovering.